Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped on (B)(6) 2018 due to loss of capture and low pacing impedances of less than 200 ohms.

Manufacturer narrative:
(B)(6) 2018 - we received additional information this lead also exhibited high thresholds.